Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump has the up and down keys no longer working. This occurred during a unspecified process step in medsurg department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing , 'up and down keys no longer work' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be up and down keys in the softkey have broken trace and don't work all the time. Keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.